Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. Two opened phacoemulsification and one broken phacoemulsification tip in a vial were received for the report of the balanced phacoemulsification tip was broken during patient contact. The phacoemulsification tips were visually inspected and deemed nonconforming, the phacoemulsification tips were broken across the air bypass hole with a jagged edge. The phacoemulsification tips had even wall thickness. There was wear on the threads, back of the flanges and on the nut corners that was consistent with use. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The complaint evaluation confirms the phacoemulsification tips were broken/cracked across the air bypass (ab) hole. The root cause for the broken phacoemulsification tips cannot be determined from this evaluation. The phacoemulsification tip visual inspection does not show any manufacturing issue that would have cause the broken/cracked phacoemulsification tip. No specific action with regard to this complaint was taken because the root cause for the complaint issue cannot be determined from this evaluation. All phacoemulsification tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the broken phacoemulsification tip exhibited on the returned opened samples, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the balanced tip broke in the patient's eye during surgery. The tip was removed from the patient's eye. The product was replaced and the procedure was completed. There is no patient harm.